Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with highest reported glucose of 400 mg/dl and alerts for glucose above 300 mg/dl for over 90 minutes, and the user paused the pump and later requested a change from an inset to a contact detach infusion set. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management with a corrective insulin injection and no medical intervention or assistance required. Investigation included troubleshooting and user education regarding ilet management. Investigation of this case revealed no confirmed device malfunction and the cause of the hyperglycemia remained unclear. It was concluded that the event was user-reported hyperglycemia of unclear cause with resolution after corrective actions and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.